Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. Investigation found that the male pin on the molex connection was not locked into place at the j4 connector. Reconnecting this resolved the reported issue. This device was archived by stryker and the customer received a replacement. Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information.

Event description:
The customer contacted stryker to report that their device was indicating "connect electrodes" during patient care. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported. Another device was used.